Event description:
General report rec'd of an unspecified number of undocumented incidents of leaks. On unspecified dates, the male adapter of unspecified power injector tubing sets were connected to the clave port of the extension tubing sets and were being used to deliver 75-120 m of isovue 370 contrast medium, at a rate of 2-4 ml/sec, via power injectors. After unspecified lengths of time after the procedures were started, it was reported that unspecified volumes of contrast medium leaked from unspecified locations of the clave port of the extension tubing sets. The extension tubing sets were replaced and procedures were resumed. There were no reported adverse pt effects and no reported delay of therapy critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the tubing sets were discarded. During the investigation, a possible cause for the customer reported leak was due to the use with a power injector. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the hospira account manager provided a product list of high pressure tubing sets to the customer contact that are appropriate for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel.